Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise on the atrial channel. Boston scientific technical services reviewed the strips with noise and observed that the noise was due to the minute ventilation signal from the respiratory rate trend. There was pacing inhibition that led to greater than two seconds of asystole, however, atrial therapy is not considered critical in this patient and ventricular therapy was not impacted. The patient was not symptomatic. This ICD remains in service and no programming changes have been made. The patient will be seen at a follow-up appointment in three months. No adverse patient effects were reported.